Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had reached an mol2 battery status after three years. The ICD was programmed with pacing output at 4 volts amplitude and 0.5 ms.